Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2018-00125: case 1.

Event description:
Patient with fractures of both the radius and ulna was treated with a plate on the radius and a intermedullary nail in the ulna. There was nonunion of the ulna. The nail was removed, a plate was applied and union was achieved. Reference: shaft fractures of both forearm bones: the outcomes of surgical treatment with plating only and combined plating and intramedullary nailing. Sang bum kim, youn moo heo, jin woong yi, jung bum lee, and byoung gu lim. Clinics in orthopedic surgery 2015; 7:282-290.